Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during initial surgery procedure, noise was noted on the right ventricular (rv) lead when tested with the pacing system analyzer (psa). The lead was not used, and a new one was implanted. There were no patient consequences.